Manufacturer narrative:
Device evaluation:visual analysis of the returned device identified: fold creases, wear abrasion, void >1 mm in non-textured and one curved opening. A microscopic analysis and leak test were performed which identified one opening crease smooth and one opening striated. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is: one opening crease smooth in the side posterior assessed as fold flaw opening. One opening striated in the side posterior assessed as surgical damage.

Event description:
Healthcare professional additionally reports capsular contracture baker grade IV. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.